Event description:
The home patient (hp) reported that there is "something not right" using the homechoice cycler for automated peritoneal dialysis (apd) therapy. The hp reported hospitalization in 2008 for shortness of breath and swelling. A 20-pound weight loss was also reported. The hp's cycler was replaced. Follow up with the hp's dialysis center nurse (rn) revealed, she does not feel that any cycler failure or malfunction had occurred. According to the rn, the hp has dementia and does not follow his peritoneal dialysis center prescription resulting in underdialyzing. Rn denies that the hp has lost 20 lbs and denied a causal relationship for baxter solutions and equipment. The rn related that the hp was not hospitalized in the same month, but was instead hospitalized approx two months earlier for congestive heart failure (chf). The rn relates that the hp had shortness of breath and chf as a result of his own noncompliance performing apd therapy. Prior to hospitalization, the hp had been dialyzing using 2.5% dextrose solution. While hospitalized, the hp was dialyzed using 4.25% dextrose solution. The hp was released from the hospital the next day, and continued apd therapy using a 2.5%/4.25% dextrose solution combination to try and keep the hp in proper fluid balance. The rn relates that the hp did lose weight as expected; however, it was less than 20 lbs. According to the rn, the hp was deliberately trying not to remove excess fluid in order to prevent a weight loss. As a result, the rn explained to the hp the difference between dry weight versus fluid weight. The hp continues to remain noncompliant and manually drains out his last fill volume of 2000mls. The rn continues to work with the hp regarding apd therapy compliance.

Manufacturer narrative:
Customer sample received; however, evaluation not yet completed.